Event description:
Philips received a complaint by the customer on the v60 indicating that the measured oxygen (o2) concentration value was 94.6% when the setting was 100% at oxygen concentration accuracy test: the allowable range is 95-105%. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the flow sensor assembly and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Initial reporter: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).